Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that quality controls for chemistries on the cartridge chemistry (cc) side of unicel dxc 600i synchron access clinical system were out low. Customer reported that there was a puddle of fluid on the cc reagent well tray. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that fluid was leaking from the bottom of the cc reagent probe b. Bec field service engineer (fse) found the reagent probe b was leaking due to bad waste solenoid valve. The fse replaced the valve. Customer ran quality control and calibration after the repair. There was no issue noted after the repair.